Event description:
It was reported to boston scientific corporation that rotatable oval snare was used during an endoscopic mucosal resection procedure on (B)(6), 2010.according to the complainant, outside of the patient during preparation, the physician noted that the catheter sheath was "torn". The physician was able to use another rotatable oval snare to successfully complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed a reportable event based on the investigation results- catheter sheath detached from handle.

Manufacturer narrative:
(B)(4): the returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. Additionally, there were three kinks noted along the working length of the catheter. There was, however, no noted tear in the catheter sheath. The specific cause of the failure cannot be identified; the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.